Event description:
It was reported that the trudi navigation system (fg-2000-00) displayed a red icon and error code 2100 when the emitter pad was connected. It was reported that there was a 30-minute surgical delay. No patient injury or death was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g4 (PMA/510(k) #), g6, h2, h3, h6, h11. To address the reported issue, the field service engineer (fse) instructed the integra/acclarent account manager to check the nidaq cable of the trudi navigation system (fg-2000-00) for any issues; however, the issue was still present. As a result, an fse was dispatched to evaluate the system. Upon arrival, the fse turned the system on and there were no error codes present. The log files of the system were reviewed and it was found that the system was turned off and on five times. The first four times the unit was turned on, the error was present. However, instead of an emitter pad coil issue or a nidaq issue, the issue was showing that the emitter pad was disconnected. On the 5th power cycle, there were no errors rendered and the system was also used for a case that same afternoon. All the following logs showed no errors. No other defects have been found with the system. There was no problem found with the system and it is ready for use. The complaint history of the system was reviewed, and no trends of the alleged product issue were found.